Event description:
Rptr was asked to investigate an autoclave which blew its door across the room. There were no injuries reported. Rptr suspects metal fatigue. There was pressure build up and bar gave way and door went across room. His analysis indicated that outer fibers were stretched and fatigue, including small cracks were noted in door. He thinks that these sterilizers are unsafe. The rptr indicated that he will be notifying MFR and professional societies. Sterilizer is 12 years old.